Event description:
A (B)(6) y/o female with relapse acute lymphoid leukemia, a 5 fr dual lumen PICC 3cg inserted, when noted guide wire tip about 3 cm sheared off. The tip that sheared off remained inside the PICC line. PICC line was removed, flushed with saline, and the 3 cm guide wire tip came out of the PICC line. Reported to bard rep, (B)(4).